Event description:
The customer adjusted his medication based on the adc device reading of 141 mg/dl. He did not state what his symptoms were, but reported having to crawl to the refrigerator and eat low candy bars to counteract the medical event. The customer did not seek any third party or medical intervention for the reported event.